Manufacturer narrative:
The controller did not catch fire. The origin of the event was at a faston connector which was used in an unauthorized modification (splicing) of the motor-controller harness directly to the motor post final release. This modification by-passed the circuit breaker which protects the electrical system on the device. This deliberate modification is a violation of the purchaser's agreement found in the original owner's manual.

Event description:
Alleges the controller caught fire.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges the controller caught fire.